Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An image evaluation was performed and found the device box information, as well as an open palm displaying a small anchor positioned near the center of the hand. The anchor is observed without any suture attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Event description:
It was reported that during a meniscus suture procedure after the first shot the second anchor of the fast-fix 360 ejected immediately without requiring additional pressure; t1 was removed from the patient. The procedure was resumed without any delay using a similar s+n back-up product, and no further complications were reported.